Event description:
Bbraun IV pump was programmed under rate dose guard infusion with norepinephrine and rate in mcg per min. Pump was later found to be running as a basic infusion on the right side screen at mil/hr instead of mcg per min. The name of drug still appear correct on lower screen underneath rate and volume line. With this change, the pt received a smaller dose of the medication. Pump was changed and removed from room for service. Medication placed on new pump. Pulled logs for medication administration from pump. After internal and review with company, unable to explain events that appear in log resulting in incorrect medication to the pt.